Event description:
Closure of the caps on the lysis rack in the high pure viral nucleic acid kit was difficult. One cap did not close tightly due to cap being deformed and sample was splashed on the rest of the rack during vortexing. Potential exists for infection should the sample be infectious and the technician is not wearing the proper personal protective equipment. In this situation the technician was wearing gloves and lab coat and was performing the operation inside a laminar flow hood. Therefore a safety hazard did not exist.